Event description:
During a supraventricular tachycardia procedure, when continuous pacing (r140) was performed, the transmitting log showed as disjointed pacing cycles which caused a delay. The stim, cable, box, and amplifier were replaced with no resolution. The claris dws was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One claris display workstation (dws) z620 was received for evaluation. Evaluation testing was successful. Additionally, two images were submitted for analysis. The images appear to show missing pacing cycles as reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the images returned, the investigation performed, and information provided to abbott, the reported event was confirmed, however the root cause of the missing pacing cycles remains undetermined.